Event description:
Device started but dressing did not compress. Port was removed and exposed to air and device did not alarm. New port applied and device functioned properly (dressing compressed).

Event description:
Device started but dressing did not compress. Port was removed and exposed to air and device did not alarm. New port applied and device functioned properly (dressing compressed).